Event description:
Per the edwards lifesciences clinical specialist report, during a transapical tavr procedure there was a moderate amount of blood loss noted from the ascendra + sheath hub while the other devices were in place (i.e. Bav balloon, delivery system). The other devices were noted to be coaxial within the hub and were inserted into the sheath in straight fashion as directed. The sheath was successfully used throughout the procedure. The sheath was removed from the apex without issue. Iabp was used for hemodynamic support during the procedure but was removed at the end of the case. The apex was then closed followed by closure of the mini-thoracotomy was closed using standard surgical technique and patient was extubated.

Manufacturer narrative:
The ascendra+ introducer sheath set is not sold or marketed in the us; however it is deemed similar to the ascendra introducer sheath set. The affected ascendra introducer sheath was returned to edwards irvine for evaluation. The investigation of this event is ongoing.

Manufacturer narrative:
The sheath was returned in a used condition. Visual inspection revealed dried blood trapped within the seals of the sheath. The device underwent edwards's decontamination process but the dried blood could not be removed. An additional attempt to remove the blood was made by immersing the sheath in a 3% hydrogen peroxide solution; however, even after 24 hours of exposure to the hydrogen peroxide, blood remained trapped in the handle and the unit could not be fully evaluated. Without complete removal of blood it is not possible to determine if the decontamination solution reached all areas of the device; therefore, removal from the decontamination lab for full testing is not permitted because of this a hemostasis leak test could not be performed on the returned device to confirm if the leak rate meets specification under conditions representative of the patient. Visual inspection of the affected sheath showed that all the seals were present and the cross-slit and duckbill valves were installed in the correct orientation. There were no leaks observed while flushing and pressurizing the sheath under multiple configurations (sheath alone, with guidewire, with delivery system and loader). The device history review (DHR) review did not reveal any issues which could have contributed to the complaint. Due to the condition of the returned device, the unit could not be fully evaluated and the complaint could not be confirmed. No indication of a manufacturing defect was noted. During the manufacturing process the sheath is inspected for possible cracks and visible distortions, as well as proper valve placement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.